Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "undulations". Patient also noted they are "very concerned with recall news". Additionally, patient reports capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Patient reported right side "capsular contracture," baker grade unknown, "intracapsular rupture," "peri-implant liquid", "undulations", swelling and pain. Patient also noted they are "very concerned with recall news" and "shortness of breath." The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported right side "capsular contracture," baker grade unknown, "intracapsular rupture," "peri-implant liquid," and "undulations". Patient also noted they are "very concerned with recall news" and "shortness of breath." The device remains implanted.